Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past couple days highest was (458 mg/dl) the customer took boluses via the pump to stabilize bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer stated to have possibly overrode settings. It was indicated that the customer would contact health care provider to verify and confirm settings are correct.